Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer had not been using the insulin pump. Customer's blood glucose level was around 500 mg/dl. The insulin pump also alarmed motor position encoder error. The reservoir leaked. Insulin leaked in the reservoir compartment. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to confirm motor error alarm or perform functional test due to blank display. Device received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.